Event description:
It was reported that during the implant procedure, the two leads ((B) (4)/(B) (4)) encountered problems when screwing the leads to the myocardium. In addition, there were issues with stylet insertion. The devices were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. The full lead was returned and analyzed. The lead was received with the helix retracted and the distal conductor distorted and fractured within the connector.